Event description:
Fenestated bipolar forcep cable broke during a case. Instrument removed from patient and taken out of service. Different, sterile fenestrated bipolar forcep used to complete procedure. Patient unharmed.